Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as material problems like degradation or inappropriate material. A mechanical problem like leakage/seal, stress, deformation, or wear and tear. A clinical imaging problem like radiofrequency induced overheating. A thermal problem like overheating. An environmental problem like temperature, dust or dirt, or humidity. These causes can occur between components such as circuit board, connector/coupler, electrical cable, electrical and magnetic, mechanical/structural cable, imager, lenses, optical fiber, handpiece, tip, mesh and marker without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a service / maintenance, the bronchovideoscope video was not working. There was no patient involvement.